Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for failed back surgery syndrome and spinal pain. The pump contained sufentanil (concentration 250 mcg/ml; dose 110 mcg/day), clonidine (concentration 320 mcg/ml; dose 140.8 mcg/day), and bupivacaine (concentration 35 mg/ml; dose 15.4 mg/day). It was reported by a friend of family member of the patient that the patient was having some problems. The patient had a neuro stimulator through a different manufacturer in 2016 ((B)(6)); stating the reason they tried the stimulator was because the patient was having increasing pain since (B)(6) 2015. They had been increasing dosage through the pump and usual things that had helped the patient in the past (radiofrequency and cortisone /lidocaine injections in sacroiliac joints that had given patient relief in the past for 6 months to 1 year weren¿t lasting). The caller stated the pain seemed worse after the neuro stimulator trial. The patient was on a compounded pump mixture, and they increased the lidocaine at the end of (B)(6) 2016. The patient had always had the same pump medications, but they changed the mixture. In 2016 (the last month to month and a half before report), the patient had developed a lump to the left of the spine where the catheter was inserted; the caller stated you could feel the lump. The patient went to the (B)(6) as a result. (B)(6) thought it was granular tissue, but decided not to image it and were concerned about it. The health care provider (hcp) said they could do a dye study if the patient could get to him/her on (B)(6) 2016. The patient had a pre-existing fusion l4-l5 and the catheter was a few vertebrae from where the mass was it. The caller was going to follow-up with the hcp. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.